Manufacturer narrative:
A field service engineer was dispatched on 8/25/2015. The fse replaced sample loop. Adjusted detector output to near 0mv. Calibrated and ran tosoh qc (quality control) lot 7030 with l-1 and l-2 values reading close to target. Customer repeated and all qc was within specifications no further actions were required by field service. The most probable cause of the reported event the sampling loop caused a high qc. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported quality controls recovery issues with their g8 analyzer. The customer was unable to run hbga1c patient samples. A field service engineer (fse) was dispatched to address the reported event,which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.